Event description:
"Difficult removal of the fibrotic catheter and erased numbers. It is impossible to know if the equipment is completely removed."

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference cleared under #510k130576. The complaint concerns 1 unit of celsite babyport reference (B)(4) from batch 36995917. Device history record batch record file number 36995917 was reviewed: the batch was manufactured within the specifications and no discrepancy was observed during inspection steps. No other similar complaint was reported on this batch released in july 2022. Summary of investigation the explanted device was returned for investigation. - visual inspection: the catheter and the connection ring are still connected to the access port housing. Several puncture marks are visible on the septum. The catheter measured around 16.5cm. The catheter and the connection ring are surrounded by fibrin. The graduations remain visible, but the numbers are erased. Only one marking, covered by fibrin, is visible and it corresponds to the 15 cm graduation. Based on this marking, we can determine that the catheter had been connected at the 16 cm mark. As the catheter measures around 16 cm, this allows us to conclude that the catheter was fully removed from the patient. - dimensional measures: the internal and external diameters of the catheter were measured: all are within the defined specifications. - manufacturing step review: all the manufacturing steps that could lead to the observed defect were reviewed and no failure was detected. Catheters are visually controlled at 100% during our production process. - raw material historical review: the tube used for the catheter batch included in the device kit was verified. The incoming quality controls were within the defined specifications and no abnormality was detected on the used tube. No complaint were reported on device produced with the same raw material. Root cause the difficulties encountered by the surgeon during the removal procedure is due to the adhesion/encapsulation of the catheter into the vessel wall. It is a known complication of the access port implantation, especially if the patient is a children when the catheter was implanted during several years and when the distal catheter extremity becomes placed high in the superior vena cava due to the patient grows. This promotes complications such as catheter movement, fibrin formation, and encapsulation or integration into the vessel wall. The disappearance of the markings is a consequence of this encapsulation and of the catheter aging inside the patient. The IFU specifies several recommendations to avoid this type of complication. Conclusion: no manufacturing defect has been detected on the returned device. The difficulties encountered by the surgeon during the explantation procedure result from the adhesion/encapsulation of the catheter into the vessel wall. It is a known complication of access ports implantation that is not imputable to a dysfunction or a defect of the device. The IFU warns the physician about this risk. This is a rare incident; no corrective action is envisaged.